Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering accurately and within the required specification. The available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Unrelated to the complaint, the display screen is discolored with a pinkish contrast. Removed pump cover and replaced pink display with test display. The test screen is fully functional and is fully illuminated with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2010, the patient contacted animas to check if her pump and meter remote were paired and communicating. The patient noted that for one week she had been off the pump due to frequent low blood glucose levels. The patient reported her blood glucose levels respond to correcting boluses, but then become elevated again afterwards. The patient noted her hcp made several changes to the pump settings, and advised the patient to return to insulin pump therapy. On (B)(6) 2010, the patient obtained a blood glucose reading of 500 mg/dl. The patient took a correcting bolus of insulin and her blood glucose level dropped to 60 mg/dl. "Several hours" afterwards, the patient experienced the symptom of feeling dehydrated, and took herself to the emergency room. The patient's blood glucose level was tested to be 397 mg/dl and she was admitted to the hospital. Troubleshooting revealed the patient's technique was incorrect by using insulin exposed to extreme temperatures without refrigeration, which can compromise the integrity of the insulin. The patient's technique was incorrect by using insulin exposed to high temperatures. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia and was hospitalized for dehydration while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.